Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged, resulting in elevated pacing threshold and pacing failure. It was noted that cardiac failure was aggravated. Lv lead reinsertion was attempted, however difficult to be performed due to vascular occlusion. The lv lead was attempted in another vessel, however also failed due to coronary vein stenosis of the lead placement site. The lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.